Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented 6 months post-op with an aortic body stenosis in the presence of thrombus in the seal zone and significant aortic angulation. A re-intervention was performed in which the seal zone was ballooned and two (2) balloon expandable stents were implanted to successfully resolve the stenosis. As of the date of this report, there have been no additional patient sequelae reported.